Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined. The device was not returned for evaluation.

Event description:
It was reported the patient's scs ipg was inoperable and was replaced with a new one. Stimulation therapy was restored postoperatively.